Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. The technical service representative explained the alarm and its cause. The technical service representative explained that if the patient line does not get primed, it could cause the alarm. The technical service representative did discuss the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.